Event description:
Pt self tester alleging discrepant readings on inratio meter. Initial: 4.1, repeat: 1.9, 2.6, lab: 2.6. All results obtained within a two hour period. Pt's therapeutic range 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.